Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity and multiple sclerosis. It was reported the patient¿s first pump, implanted in 2009, was infected and had to be replaced. Further information was not provided.